Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation, pain and implant exchange from textured to smooth due to concern with the product. Device was explanted.

Event description:
Patient reported a left side deflation, pain and implant exchange from textured to smooth. Healthcare professional reported capsular contracture, baker grade iii, textured recall exchange, and pain. Healthcare professional additionally confirmed no deflation. Device was explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, g2, h6.